Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, the item was lost in process and after many efforts it was not able to be located. The probable root cause cannot be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, the monopolar curved scissors instrument's insulation was defective. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was checked before use and there was no damage or anything unusual. Dissection was the surgical task that was being performed when the problem occurred. There were no problems opening/closing the handles. The monopolar curved scissors tip cover accessory was properly installed during the surgical procedure. There was no part of the orange-colored surface visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange-colored surface. The installation tool was used. The electro lube or other lubricant was not applied to the mcs instrument before installing the tip cover. No damage was detected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.